Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed on (B)(6) 2018 to technical services stating that minute ventilation sensor artifact was observed in atrial channel. The physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).